Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a puncture on the cable and water tightness failure were confirmed. Therefore, it was determined that the reported phenomenon of ¿communication error occurs when the connector is connected¿ occurred because the video function did not work properly due to a puncture on the cable and water tightness failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head had an e216 scope communication error when it was plugged in. The event occurred during preparation for use, prior to an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the cable had a puncture and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.